Manufacturer narrative:
Literature citation: yoshihisa kotani, takuma kaihara, katsuhisa fujita, yusuke kameda, hideaki fukaya; "oblique lateral interbody fusion(olif): clinical outcome of spinal augmentation combined with multiple oblique lateral interbody fusion(olif)" mean age: 72 years. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that total of 160 patients underwent oblique lumbar inter-body fusion (olif). These patients consisted of 74 with spinal deformity, 50 with lumbar degenerative disease, 18 with spinal trauma/vertebral collapse and 7 with infection and others. Post op, pseudoarthrosis was observed in 2 patients.